Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the c-33 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure could not be reproduced. Errors c-84, m-1f-15, and m-b0-17 were present in the error log. The unit energized, cauterized, and all ports recognized instruments. The unit had no significant scratches or dents. The front bezel was not cracked.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the integrated electrosurgical unit (iesu) was unable to fire bipolar energy. The procedure was completed with no reported injury.